Event description:
Healthcare professional reported "MRI showed right breast implant rupture intracapsular". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed two broken assessed as fold flaw opening. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "MRI showed right breast implant rupture intracapsular". Device has been explanted and replaced.